Event description:
It was reported that the customer lost consciousness and was hospitalized due to hypoglycemia. The customer's blood glucose reading was 56 mg/dl, but her sensor glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.